Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the lag screw driver indicated that the knurled end of the retaining rod is damaged, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that lag screw driver is unfit for use because its broken.